Manufacturer narrative:
Catalog#: 48261330. Method: visual analysis; material analysis; device history review; complaint history review; risk assessment. Result: the customer reported event was confirmed via visual inspection. No relevant manufacturing issues were identified as all units met specifications. Material analysis was performed on the device. No material or manufacturing defects were found. For the reported screws, tapping is recommended in most cases. It was noted that the surgeon did not tap one undersized screw hole. Conclusion: the root cause is multifactorial, screw hole preparation, under tapping, and patient bone quality being contributing factors.

Event description:
It was reported that a screw became bound in a patients bone and broke in the process of trying to remove it. In addition, a screwdriver also broke in the process of trying to remove the screw.

Event description:
It was reported that a screw became bound in a patients bone and broke in the process of trying to remove it. In addition, a screwdriver also broke in the process of trying to remove the screw.